Event description:
The event is reported as: the customer alleges that the 15mm connector on the endotracheal tube disconnected from the ventilator and they couldn't reconnect. The patient's saturation dropped to 50. The patient recovered once the isis device was changed out. The alleged defect was discovered during tube change out. No report of a patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product tfx isis subglottic sec. Ett, 8.0, lot number 01c1300437 was manufactured on 03/27/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause or the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.